Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient has had to recharge twice in one week which is more than they expected. Additional information was received on 2017-oct-24. The rep clarified that the patient was referring to recharging their ins. In order to troubleshoot, the patient was reprogrammed with less electrodes. The cause of the frequent charging remains unknown. It was unknown if the recharging frequency had been resolved. No patient complications were reported as a result of this event. Additional information was received from manufacturer representative (rep). Rep called in as they need assistance in accessing the recharging speed info. It was initially said that the menu option was "greyed out" and they could not open it, even when patient was charging. The patient controller eventually allowed the rep to access it. It was believed that it was because the ins was low on battery. It was indicated during the call that patient was on "4" for charging speed. No further complications were reported as a result of this event.